Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted. No adverse patient effects were reported. At this time, the product has not been returned. It is indicated that the device was discarded at the hospital, by the physician, and will not be returned.